Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2015 the patient underwent a surgical procedure to 'remove' the infection; during the procedure it was reported that "the receiver/stimulator unit was floating in granulation tissue and the electrode was floating in purulent fluid"; the surgeon used the existing anatomy to create a new pocket and re-seat the device. The patient was prescribed a 30 day course of oral antibiotics as well as a 42 day course of intra venous antibiotics. Subsequently on (B)(6) 2015 the device was explanted. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
This report is filed october 29, 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.